Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1803 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. He0134a) for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, pelvic pain, abdominal pain, c-section (past pregnancies: (B)(6) 2016-female-vaginal-37 weeks (B)(6) 2017-male-cesearan section-39 weeks) and menorrhagia. Previously administered products included: propionic acid derivatives. The patient had a family history of cerebrovascular accident, diabetes mellitus, heart disease, unspecified, hypercholesterolemia, breast cancer and asthma. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1803 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted insertion date as per argus (B)(6) 2018 as per mr (B)(6) 2018 trailing coils in uterus: 3. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathological diagnoses: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: chronic cervicitis endocervicitis with squamous metaplasia. Endometrium: benign endometrial polyp. Benign, mixed, disordered proliferative and secretory endometrium. Negative for atypical endometrial hyperplasia. Myometrium: attenuation and scar-like fibrosis of lower anterior segment. Serosa: fibrovascular adhesions. Right fallopian tube: benign paratubal cysts and adhesions of otherwise histologically unremarkable fallopian tube. Left fallopian tube: benign paratubal cyst and subserosal ectopic adrenal tissue, of otherwise histologically unremarkable fallopian tube. Gross description: a coiled metal wire is present in each cornu. [Ultrasound pelvis] on (B)(6) 2018: there is a possible cyst in the left adnexal region. The ovaries are not well seen. Linear echogenic foci in the area of each cornu presumably represent the occlusion devices. There is a small amount of free fluid adjacent to the uterus. Each ovary demonstrates normal color flow and doppler waveform. No adnexal masses are seen. Impression: fallopian tube occlusion devices are seen in each cornu. Normal appearance to the uterus and ovaries. Small amount of free pelvic fluid.; on (B)(6) 2022: endometrium: 5 mm. Homogeneous. Iud noted within the endometrial cavity at the fundus. Right ovary: normal sonographic appearance. Multiple follicles noted. Left ovary: there is a 2.5 cm oval anechoic structure with increased through transmission and no internal blood flow. Impression: 1. Iud in expected position. 2. There is a 2.5 cm cystic structure within the left ovary which may be physiologic. 3. Otherwise, normal sonographic appearance of the ovaries batch no he0134a production date 2016-11-14 expiration date 2019-11-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-oct-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted (lot no. He0134a) for female sterilisation. The patient had a medical history of ovarian cyst, endometriosis, pelvic pain, abdominal pain, c-section (past pregnancies: (B)(6) 2016-female-vaginal-37 weeks (B)(6) 2017-male-cesearan section-39 weeks) and menorrhagia. Previously administered products included: motrin children. The patient had a family history of cerebrovascular accident, diabetes mellitus, heart disease, unspecified, hypercholesterolemia, breast cancer and asthma. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1803 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus & cervix salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Discrepancy noted insertion date as per argus (B)(6) 2018. As per mr (B)(6) 2018. Trailing coils in uterus: 3. Trailing coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: pathological diagnoses: uterus with right and left fallopian tubes; hysterectomy with bilateral salpingectomies: cervix: chronic cervicitis endocervicitis with squamous metaplasia. Endometrium: benign endometrial polyp. Benign, mixed, disordered proliferative and secretory endometrium. Negative for atypical endometrial hyperplasia. Myometrium: attenuation and scar-like fibrosis of lower anterior segment. Serosa: fibrovascular adhesions. Right fallopian tube: benign paratubal cysts and adhesions of otherwise histologically unremarkable fallopian tube. Left fallopian tube: benign paratubal cyst and subserosal ectopic adrenal tissue, of otherwise histologically unremarkable fallopian tube. Gross description: a coiled metal wire is present in each cornu. [Ultrasound pelvis] on 20-mar-2018: there is a possible cyst in the left adnexal region. The ovaries are not well seen. Linear echogenic foci in the area of each cornu presumably represent the occlusion devices. There is a small amount of free fluid adjacent to the uterus. Each ovary demonstrates normal color flow and doppler waveform. No adnexal masses are seen. Impression: fallopian tube occlusion devices are seen in each cornu. Normal appearance to the uterus and ovaries. Small amount of free pelvic fluid.; on (B)(6) 2022: endometrium: 5 mm. Homogeneous. Iud noted within the endometrial cavity at the fundus. Right ovary: normal sonographic appearance. Multiple follicles noted. Left ovary: there is a 2.5 cm oval anechoic structure with increased through transmission and no internal blood flow. Impression: 1. Iud in expected position. 2. There is a 2.5 cm cystic structure within the left ovary which may be physiologic. 3. Otherwise, normal sonographic appearance of the ovaries. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received :lot number added, reporters information, medical history, surgical pathological reports were added product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2022, 1803 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.